Event description:
Pt here for multi ligament repair. Several fiberstitch implants were opened and after they were placed provider had problems finishing implanting items. Implants were removed x4. Surgery completed. Two (2) in lot#22a150 and 2 in lot# 228124, rep aware of issues. Reference report numbers: mw5115094, mw5115095, mw5115096.